Manufacturer narrative:
No product will be returned per customer. The customer declined to return the product for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the patient notified the nurse of a leak observed at the junction of the luer lock and a primary IV tubing during an infusion of etoposide and cisplatin, dosage and rate not specified. The patient was washed where the chemo had made contact with his gown, the extension tubing was replaced and there was no patient harm.